Event description:
Patient was revised to address elevated metal ions and increased pain level. The patient's cobalt level was 88. Update: 8/23/2013 - litigation papers received. Litigation alleges tissue damage. There is no additional information that would affect the outcome of this investigation. Update rec'd: 10/16/2014 - litigation papers received. We are now adding the stem to address the toxic levels of cobalt and chromium allegations.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Event description:
Update 1/26/16-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and elevated metal ions (labs provided). The part/lot is being updated for the stem. The complaint was updated on:2/16/2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the liner. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other related reports against the remaining product/lot code combinations. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update:07/01/2016 - pfs and medical records received. In addition to what was previously reported, the revision surgical notes report black stained tissue, snapped a screw during removal, and there was a notch in the posterior aspect of the acetabular component where the patient would impinge, pseudotumor and metallosis were present. The pfs reported discomfort, and limited mobility.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the liner. Per procedure wi-3430, this device is exempt from device history record review. Review of the screw device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases identified no other related reports against the remaining product/lot code combinations. Medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/27/15- pfs received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation. The complaint was updated on:5/20/2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metal wear. Added lawyer and law firm. Doi: (B)(6) 2009 - dor: (B)(6) 2013 (right hip). Patient is bilateral. See (B)(4) for the left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.